Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medbank tower the station is not communicating. The customer stated that medication needed to be issued to a patient and no delay to patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer did not open fully. The technical support specialist (tss) confirmed that the issue was caused by the cubie lid being open toward the back of the drawer. The customer was able to use an item to manually close the lid, after which the drawer opened and closed as expected. The system functioned as intended after the issue was resolved.

Event description:
It was reported when using the bd pyxis¿ medbank tower the station is not communicating. The customer stated that medication needed to be issued to a patient and no delay to patient care. There were no adverse events or injuries reported based on this incident.